Manufacturer narrative:
Continuation of d10: product ID 977a260, serial#(B)(6), implanted: (B)(6) 2018, explanted: (B)(6) 2024, product type lead, product ID 977a260, serial# (B)(6), implanted: (B)(6) 2018, explanted: (B)(6) 2024, product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient reported the doctor took x-rays and found that the leads had "pulled back". Patient was unable to use the ins to address peripheral neuropathy in their feet with their existing leads in their current location. The hcp performed outpatient surgery to revise leads. Issue has been resolved. Rep reported this case was done on (B)(6) 2024 with dr.(B)(6). Rep stated they did not have any knowledge of the leads pulling back. Pt was getting stimulation from the lead placement but was more prompt in her groin. After the patient speaking with dr. Beatty, they decided to replace and reposition the lead. There was not an impedance issue on the lead was repositioned. There was no issue with the leads, so it was not sent back per the physician. Patient was seen two weeks later in clinic for a post-op where the device was activated, and patient was sent home. Rep reported they do not have any other information to provide.

Manufacturer narrative:
Continuation of d10: product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) 2018 explanted: (B)(6) 2024 product type lead product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) 2018 explanted: (B)(6) 2024 product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6) , ubd: 13-jun-2022, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(6) , ubd: 13-jun-2022, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). Patient had a lead revision done and first notified her of this issue then.